Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had arrhythmogenic right ventricular cardiomyopathy (arvc). The patient was unable to maintain the ventricular assist device (vad) flow due to weight gain and developed right heart failure. The patient had a central venous pressure (cvp) of >18 millimeters of mercury (mmhg), a cardiac index of <2.0 liters per minute ( l/min), and peripheral edema. The patient was admitted on (B)(6) 2023 for right heart failure. They underwent a cardiac catheterization. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A, is currently available. The IFU lists adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.